Event description:
The customer alleged, that they had three separate incidents of a ventilator not cycling. These events all occurred on the same pt. One of the three ventilators had a no audible alarm condition along with no vent initiated breath detected from the ventilator. The other two had audible alarms but no vent initiated breaths. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and was unable to duplicate the event on the vents. He did notice though, that during est on one of the vents, that there was no flow reading at q3. It is not known if this had anything to do with the event. The parts the npb cse replaced, were replaced as a precaution. Due to the intermittency of the events. The unit passed extended self testing and performance verification testing. Two of the three vents ran fine with no problems noted. It is not verified that the ventilators malfunction, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bannett that this device caused or contributed to the event alleged in this report.